Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that his link assist will not eject properly. It is ejecting without him pressing the release button. No adverse event alleged.a request was made for the return of the device.